Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a supply change and subsequently awoke to a pump display indicating high glucose at 401 mg/dl, later found to have dosing stopped since midnight due to an incomplete supply change process in which the infusion set change was acknowledged but the rewind, tubing fill, and cannula fill were not completed; dosing was then resumed after guided troubleshooting on the ilet pump. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as improper or incorrect procedure or method during the supply change and associated with the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.